Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported rupture and textured implants that are recalled, one is hardened and she is having pain in her armpit. The device remains implanted. This is for the right side.